Manufacturer narrative:
The hill-rom technician inspected the lift and found no evidence of a malfunction. The lift functioned as designed. The instructions guide for the viking (B)(4), rev. 7 states: before lifting, always make sure that: - the lifting accessories are not damaged; - the lifting accessory is correctly attached to the lift; - the lifting accessory hangs vertically and can move freely; - the lifting accessories are selected appropriately in terms of type, size, material and design with regard to the patient¿s needs; - the lifting accessory is correctly and safely applied to the patient in order to prevent injuries; - the latches are intact; missing or damaged latches must always be replaced; - the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account is retraining all of their staff on proper usage of the lift. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when the patient was lifted from the bed and the lift was moved away from the bed by two aids, the patient fell to the floor. The nurse that came into the room stated nothing was unattached from the lift. The patient was transferred to the ER where they found she had a fractured left clavicle and a puncture wound to the back, left side of her head. The patient did not remain in the hospital, but was transferred back to the account to continue recovery with her arm in a sling. The lift was located in patient room 9b at the account. This report was filed in our complaint handling system as complaint #(B)(4).